Event description:
It was reported that the user experienced difficulty connecting the infusion set to the cartridge during a supply change, which was attributed to the connector being oriented backwards and not attaching correctly. Agent-led troubleshooting and education enabled the user to correct the connector orientation. Blood glucose was not impacted. No reported symptoms. Outcomes included no injury, no hospitalization, and continued therapy after successful reconnection. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed an incorrectly attached infusion set connector that was resolved through user education, consistent with use-related mis-assembly of the infusion set¿cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was user error.